Event description:
Over the past ten years, I have one breast that has capsulated. The left breast also recently capsulated (one year ago) and has become very hard. The shape of it has also changed where the implant sits higher in my chest, the breast tissue falls below that and my areola is growing in size but the right side is staying its original size. Some weeks I have so much pain that I cannot even wear a bra or let water in the shower spray on my breasts. I am (B)(6) y/o and got these implants in 1999. I am in the process of looking into explant because I feel like the pain I have in my breasts, inflammation and aches in my whole body and the depression I am experiencing is coming from these implants. I have been to my primary care physician to rule out any other reasons that could be causing my pain, but there is nothing showing. I was told in 1999 that I was given saline implants. I called yesterday to get the history of my implants so I can take to my new dr that hopefully will be explanting soon. Yesterday I was told I was given silicone implants made by mcghan which is now allergan. However, they do not have records of whether they are smooth or textured or have any kind of serial number for me to research. FDA safety report ID# (B)(4).